Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm and the buttons are not responding. The blood glucose reading is 190 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was found on the electronic or motor assemblies. No unexpected error alarm noted. The insulin pump had cracked display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.